Event description:
It was reported that the solis cage broke in the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of an solis cervical cage fracture was confirmed via sales rep and provided device image. The cage was not returned. From past investigations, likely causes of solis cage breakage are excessive impaction force, inadequate disc space preparation and distraction. Since the cage was replaced successfully with a cage of the same size, this indicates that the disc space and implant were distracted and sized appropriately. Conclusion: the root cause of the issue is likely excessive impaction force.

Event description:
It was reported that the solis cage broke in the surgery.